Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had battery issues with the insulin pump. The settings would be lost after an alarm. They had been getting battery out limit alarms. Troubleshooting was performed. The alarm occurred during normal use. The customer¿s blood glucose level was unknown. It was explained that the error may indicate a loose battery cap. They were sent a batter cap replacement. The device will not be returned for analysis.